Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. The pulse generator could not be interrogated and exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition post surgery.